Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was unconfirmed. In addition, the following reportable malfunction was identified during the device evaluation: burnt distal end cover. Based on the results of the investigation, since the no image failure was unconfirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation of the burnt distal end cover, a definitive root cause could not be determined. However, it is likely it was caused by a high-energy treatment tool (high frequency, etc.) Used without ensuring a sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: gif/cf/pcf-180 series operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Gif/cf/pcf-180 series operation manual chapter 4 operation:4.2 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited no image on the screen. The issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.